Manufacturer narrative:
This event was described in a journal article, entitled "false hyperglycemia induced by polivalent immunoglobulins," published in the journal transplantation (volume 80, number 4, august 27, 2005). This article was forwarded to the manufacturer by the food and drug administration on 06/07/2006.

Event description:
Twelve hours after receiving an intravenous infusion of an immunoglobulin (containing 100 mg/l of maltose - a labeled interferent for the test strips), a patient's capillary blood glucose was measured, using the suspect device, with a result of > 400 mg/dl. Patient was reportedly retested, using the suspect device, with similarly elevated results. Based on values, and suspected diabetes mellitus and hyperosmolar state, patient was reportedly given 20 units of regular insulin, intravenously, and 30 units of regular insulin, subcutaneously. An unspecified time later, patient presented with tetany. Patient was treated with an infusion of calcium and magnesium, after which contractions reportedly ceased; however, patient remained at low consciousness. Patient's blood glucose was reportedly retested, on an unspecified device, with a result of 34 mg/dl. Patient was subsequently treated with 50 ml of a 50% glucose solution after which patient recovered to normal sensory level.